Event description:
The customer stated that he was not feeling well, so he tested his blood glucose and received a reading around 200 mg/dl using his breeze meter. He doubted the reading was that high because, he felt dizzy and was about to lose consciousness. The customer did not medicate based on the reading, but he did call 911. While waiting for paramedics to arrive, the customer was given something to eat and drink. Paramedics arrived within 10 mins and tested the customer's glucose at 40 mg/dl using their meter. The customer was treated with glucose. A comparison test was performed using the customer's meter and the reading was 95 mg/dl. The different between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.

Manufacturer narrative:
The customer was unable to troubleshoot his breeze system because, he did not have control solution. His test strips and meter are to be returned for evaluation. A breeze2 meter kit was sent to the customer.